Event description:
It was reported that the patient's insertable cardiac monitor exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Correction: updated b5 and h6.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry. The icm was interrogated but was unsuccessful at pairing with the mobile application. There were no patient consequences.

Manufacturer narrative:
The reported event of inability to connect to the device was confirmed. Based on the information provided, it was determined that the device entered lockout. The lockout was due to attempts made to connect to the device outside of the patient application, using the phone¿s bluetooth settings.